Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and non-conversion of ventricular tachycardia (vt) or ventricular fibrillation (vf). However, additional information indicates that no ventricular tachycardia (vt)/ventricular fibrillation (vf) would be detected because this patient had a pacemaker. This lead was not sensing intrinsic beats and had high pacing thresholds. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the detailed analysis showed that the allegation was not confirmed. This lead met specifications and passed electrical tests.